Event description:
The pt contacted lifescan (lfs) in 2005 and alleged that his one touch ultra meter was having a power issue. The medical affairs specialist called and left a message one day later at the phone number provided. A letter will be sent as a second attempt to reach the pt. The pt reported that the last date and time he tested on the subject meter was on 9/2005 at 2:30 am. It is unk if he was able to get a result on the meter since it is also documented that on 9/2005, the meter did not power on. The pt went to the hosp since he could not sleep, was anxious, nervous, tired, and had a bad taste in his mouth. He had attempted to test on the subject meter while experiencing these symptoms. An unk meter's result is provided to be "500+". He was given IV fluid and insulin at the hosp. Following the use of the meter, he purchased a battery and strips. His diabetes medication regimen is not provided. At the time of troubleshooting with the customer service agent, it was verified that this was not a new product and that the pt was using correct test strips. He was asked to press the power button and the meter turned on. The meter also powered on when the test strips was inserted all the way into the meter. Therefore, the power issue was resolved after the pt replaced the battery. However, it is unk if the meter had displayed the battery symbol prior to the pt replacing the battery.